Manufacturer narrative:
Added to event description; added health impact.

Event description:
It was reported that the device's etco2 can no longer be calibrated. There was reportedly no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which the replacement quote for etco2 module was ordered. Upon conclusion of the evaluation, it was determined that this was a malfunction of the etco2 module, the replacement quote for which was provided. The device remains at the customer site and no further evaluation is warranted at this time.